Manufacturer narrative:
Medtronic inquiry for additional details regarding this event has been unsuccessful. The device has not been returned. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately following implant of this bioprosthetic valve, it was explanted for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.